Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.  Device evaluated by MFR: synergy ous mr 3.50 x 20mm stent delivery system was returned for analysis. An examination of the crimped stent revealed no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed a break at approximately 630mm distal to the distal end of the strain relief. There were multiple hypotube kinks noted. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Predilation was performed with a balloon. A 3.50 x 20mm synergy¿ was advanced but failed to pass through the guide catheter. It was also noted that the mid shaft was broken. The device was completely removed from the patient's body together with the guiding catheter and guidewire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Predilation was performed with a balloon. A 3.50 x 20mm synergy¿ was advanced but failed to pass through the guide catheter. It was also noted that the mid shaft was broken. The device was completely removed from the patient's body together with the guiding catheter and guidewire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.